Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: can not determine source: phone.

Event description:
Customer reporting an alleged false negative sars result when testing at day 15 of infection and one week after viral medication completion. Customer was positive by other rapid antigen test 5 days earlier. Customer states they completed viral medication for sars on 02/28. No confirmation testing has been performed.